Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was inverted image.

Manufacturer narrative:
Alleged failure: weird urology settings and would flip during the case. The failure(s) identified in the investigation is consistent with the complaint record. Root cause: the most likely caused could be a manufacturing workmanship issue. Nc was created to contain loose ferrite and blue ribbon cable in the future. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was inverted image.